Event description:
It was reported that, "xia1 70 mm x 7.5 mm poly iliac screw (#(B)(4)) tulip head broke off the screw upon final tighten. Screw was inserted into the pt's right iliac crest. Once surgeon realized screw had been compromised, the blocker and tulip head were removed and the screw was pulled and replaced with a 70 mm x 8.5 mm poly screw (#(B)(4)) and a new blocker. It did not seem that the screw had been overtightened past 12nm."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.